Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead had elevated and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.